Manufacturer narrative:
(B)(4).

Event description:
Physician reported "patient developed lymphoma", side unspecified.

Event description:
Physician reports "tumefaction, pain, redness and left peri-prosthetic extravasation at left side." Left side device was removed and replaced. Further report states, "redness, periprosthetic effusion, pain, pectoral side tumefaction of the periprosthetic capsule, tear in the prosthetic side of the periprosthetic capsule." Treatment reported as "excision of the tumefaction, capsulectomy, re-implantation, strict monitoring" markers of alcl diagnosis, on (B)(6) 2015, include "cd30+/alk-".

Event description:
Physician additionally reported "nodular appearance of the periprosthetic capsule on its superolateral side."

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).